Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen had scratches. Customer's blood glucose level was unknown. Customer was unable to read the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had minor scratched lcd window, cracked battery tube threads. The reservoir tube lip was partially broken off but the test reservoir locked in place properly. (B)(4).